Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response on the down arrow button due to corroded keypad traces. The insulin pump also had a cracked case at a display window corner, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was not known. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insu(B)(4).